Event description:
The reporter stated that the surgeon inserted a three piece collamer lens model cq2015 in the sulcus and decided to remove the lens and put in an anterior chamber lens. The reporter stated that the pt had to have a vitrectomy during removal of the cataract because the pt had a pre-existing weak capsule. The surgeon ended up putting in a anterior chamber lens and placed a suture to close the incision. The reporter stated that the pt was a retina case, and there was no problem with the lens, it was a surgeon's choice due to pre-existing pt condition. This facility does not use any staar phacoemulsification equipment. This is the second of two incidents to occur to this pt. See manufacturer report number 2023826-2007-01130 for the other incident.

Manufacturer narrative:
Evaluation: result: a visual inspection of the returned product shows a small tear near one haptic/optic junction. There is a scratch in the optic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.